Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent a procedure for a descending thoracic aortic aneurysm in zone 4. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of an aortic aneurysm/lesion was 60.9 mm. The conformable gore® tag® thoracic endoprosthesis (ctag) was placed. The patient tolerated the procedure. On (B)(6) 2024, a follow up cta showed evidence of type ia endoleak caused by placement of the ctag. On (B)(6) 2024, they patient underwent a left subclavian to carotid artery bypass for perfusion to the left upper extremity. On (B)(6) 2024, a thoracic endovascular aortic repair was performed to treat the proximal type 1 endoleak and a gore® tag® conformable thoracic stent graft with active control system (ctag ac) device was placed. The patient tolerated the procedure. On (B)(6) 2024, a follow up cta showed evidence of type ii endoleak associated with the left subclavian ostia due to the ctag ac placed. On (B)(6) 2024, a coil embolization procedure was performed. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include endoleaks. Added g3/g4, h1/h2.

Manufacturer narrative:
B5/b6, g3/g4, h1/h2, h6.

Event description:
On (B)(6) 2023, the patient underwent a procedure for a descending thoracic aortic dissection in zone 4. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of an aortic aneurysm/lesion was 60.9 mm. The conformable gore® tag® thoracic endoprosthesis (ctag) was placed. The patient tolerated the procedure. On (B)(6) 2024, a follow up cta showed evidence of type ia endoleak caused by placement of the ctag. On (B)(6) 2024, they patient underwent a left subclavian to carotid artery bypass for perfusion to the left upper extremity. On (B)(6) 2024, a thoracic endovascular aortic repair was performed to treat the proximal type 1 endoleak and a gore® tag® conformable thoracic stent graft with active control system (ctag ac) device was placed. On (B)(6) 2024, a follow up cta showed evidence of type ii endoleak associated with the left subclavian ostia due to the ctag ac being placed. On (B)(6) 2024, a coil embolization procedure was performed. The patient tolerated the procedure.